Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a patient that had a retained capsule since (B)(6) 2019. The customer wanted to know how long before the capsule started to corrode. There was no patient and user harm.